Event description:
Consumer complaint of high blood glucose results. Expected fasting blood glucose test result range is 80 to 133 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015. Comparing blood glucose test results from truetrack meter to doctor's meter; back to back blood test produced test results of 109 mg/dl using truetrack meter and 80 mg/dl using doctor's meter. Verified storage of product is not within instructed specification since they are kept in bathroom. Test strip lot manufacturer's expiration date is 04/24/2017 and open vial date is week of (B)(6) 2015. Recall test results performed fasting from meter memory: 122mg/dl, (B)(6) 2015, 06:03pm; 109mg/dl, (B)(6) 2015 03:05pm; 168mg/dl, (B)(6) 2015, 10:39pm; 106mg/dl, (B)(6) 2015, 08:11pm; 130mg/dl, (B)(6) 2015, 11:29am; adverse event not reported.

Manufacturer narrative:
(B)(4) most likely underlying root cause of malfunction user's test strip had poor storage.investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood glucose results. Expected fasting blood glucose test result range is 80 to 133 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015. Comparing blood glucose test results from truetrack meter to doctor's meter; back to back blood test produced test results of 109 mg/dl using truetrack meter and 80 mg/dl using doctor's meter. Verified storage of product is not within instructed specification since they are kept in bathroom. Test strip lot manufacturer's expiration date is 04/24/2017 and open vial date is week of (B)(6) 2015. Recall test results performed fasting from meter memory: 1:122mg/dl (B)(6) 2015 06:03pm. 2:109mg/dl (B)(6) 2015 03:05pm . 3:168mg/dl (B)(6) 2015 10:39pm . 4:106mg/dl (B)(6) 2015 08:11pm . 5:130mg/dl (B)(6) 2015 11:29am . Adverse event not reported.

Manufacturer narrative:
(B)(4). Product returned on 06/22/2015, but evaluation pending.